Event description:
It was reported that the patient underwent explant of the intraocular lens due to a posterior capsular tear. An anterior chamber lens was used as the replacement lens during the same surgery. An enlarged incision and a suture were required for the replacement lens. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. It was visually inspected with a microscope at 10x magnification. The lens was received without one of its haptics. Visual inspection revealed residue of dried viscoelastic solution. This condition may be a consequence of the removal process of the lens from the eye. No other cosmetic defect could be identified in the returned lens. No manufacturing related to or that could have cause issues of capsule tear and incision enlarged, were verified in the sample returned. (B)(4): placeholder.